Event description:
It was reported to philips that the radiation shield ceiling part fell off during clinical use on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service re-installed the radiation shield ceiling part and scheduled follow-up work to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).